Event description:
It was reported that the stent was out of the shaft upon opening. A 9x40x75 epic was selected for use. During opening of the package, the stent was already out of the shaft. Another of the same size stent was used to complete the procedure. There were no patient complications.